Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. One mac loc catheter was returned in used condition with no additional surface damage noted. During a visual inspection of the returned device noted no biological matter on the device and hemostat marks appeared on the proximal hub that was affixed to the tubing. A leak test conducted confirmed the presence of a leak between the catheter tubing and the connector cap. Tug and twist tests that were performed revealed that the proximal assembly was secure. Upon removal of the cap, the suture string was found to be wound in the threads. The flare appeared to have a lip and was missing a portion, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Various measurements taken during dimensional analysis confirmed that the device was manufactured to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and the proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record showed no nonconforming events within the main lot which could contribute to this failure mode. No conformances were noted in the catheter tubing subassembly for inadequate tipping and flaring or embedded foreign matter. All affected devices were identified and scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel were notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient had a ultrathane mac-loc locking loop multipurpose drainage catheter placed on an unspecified date. After 24 hours the patient returned due to leakage at the hub of the catheter. The device was replaced successfully. As reported, the patient did not experience any adverse effects due to this occurrence.